Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: leah tech. A review of the device history record of the product code/lot number combination was conducted with no findings. One (1) 6 french angio-seal vip device was returned. The returned sample includes the arteriotomy locator, hemostasis sheath and carrier tube. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The device shaft is cut. The anchor and collagen are pulled from the device. The complaint can be confirmed for nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was an obstruction to the sheath tip, preventing the anchor from deploying. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the device was advanced into the right femoral artery. All steps were completely without any unusual aspects to deployment. When the device was pulled back to seal the entire device came out in one piece. The device was cut open and found to be intact and complete within the modified sheath. An ultrasound was used for access. The procedure performed was a lower extremity intervention. There was no blood loss. There was no patient injury and/or medical or surgical intervention required. Additional information was received on 04apr2025: to achieve hemostasis, manual pressure was used as access was lost once the device was inserted into the modified sheath and then pulled back to seal the device. The patient was stable, went home that morning, and was doing fine. They performed an angiogram of the femoral artery as part of the procedure; however, not one directly before closure. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion, nothing out of the ordinary. A 6 french sheath procedural was used.